Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with master lot strips. Testing results: qc 1: 2.3 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.0 %.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 3:30 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.86 inr. At 7:22 p.m., a sample from the patient was tested with the meter, resulting with a value of 2.0 inr. No adverse events were alleged to have occurred with the patient. The patient was not treated and no changes were made to the patient's medication based on the meter result. The patient is in stable condition. The patient's therapeutic range is 2.0 inr - 3.0 inr. The patient's testing frequency is once per week. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient is not taking any new medications, has had no changes in diet, has no new illnesses, and had no symptoms of bleeding or bruising. The patient had a result of 4.07 inr on (B)(6) 2018 and based on this result, the patient's warfarin medication dose was changed. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 361438) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.